Event description:
It was reported that during an unknown procedure, the staples did not complete as intended. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent 08/28/2008. Information anticipated, but unavailable at this time.